Event description:
The customer reported that ketamine was infusing at 10 ml/hr on channel b. After 30 minutes, the rate was found at 100 ml/hr with the bag almost halfway empty. An event log review was requested. No patient harm or medical intervention was needed. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). No devices received, log review only. The device logs have been received and the investigation is pending. A follow up report will be submitted with evaluation results once the investigation has been completed.